Event description:
It was reported that during central processing, the user facility identified a broken cable on the pk dissecting forceps instrument. Nothing reportedly fell into a patient. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigations confirmed there were broken pitch cables at the distal clevis hub. The broken cable segments that contain the crimp were still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at the instrument's wrist were not damaged. Additional observations noted during investigation were main tube damages. The distal end of main tube had various scratch marks with light material removal. Scratches were 0.090 - 0.160 in length and were not aligned with the tube axis. Evidence not conclusive, but the main tube damages may be due to mishandling/misuse. The instruments and accessories instructions for use (IFU) specifically states: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments the customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.